Event description:
It was reported that the patient underwent a sling procedure in 2000 and mesh was implanted. Following the procedure, the patient experienced stress incontinence and 8 years of post-void vaginal and bladder pain and recurrent uti. The patient underwent cystoscopy and explantation of the mesh on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5039246.